Event description:
A malfunction was reported on the pump, and no notable events occurred prior to this incident. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, acknowledging the instructions.